Event description:
Info has been received from a wyeth-ayerst sales rep (for a physician) and from another physician regarding a 57-year-old male pt who received 2 or 3 (conflicting # of injections) synvisc injections in the right knee in the treatment of knee pain. Concomitant therapy included daypro (oxaprozin). Additional medical history was not provided. The pt experienced right knee swelling following his first inection. An arthrocentesis was performed (date unk) and 70 cc of fluid was aspirated. Reportedly, the pt experienced additional swelling following the second injection (9/1998) and 60 cc of aspirant was obtained by arthrocentesis. Approx 1 to 3 days later the pt experienced pain and another effusion. An arthrocentesis was performed for 200 cc of aspirant and culture was positve for alpha hemolytic streptococcus (infection). The pt was taken to the operating room (assumed hospitalization) for an irrigation and debridement. Additional cultures were positive for the same organism. The aspirant was turbid with a white blood cell count of 60,000. The pt was treated with unspecified antibiotics. Distributor's comments: the MFR has filed a separate report on this case in compliance with MDR regulations. Code of "other" is referring to (increased white blood counts in synovial fluid).